Event description:
On (B)(6) 2022, the patient¿s pd nurse provided the patient was utilizing heparin for fibrin that developed due to an active infection for which the patient was being treated. The nurse stated the patient continues to have slow flow and mentioned that the patient must reposition (during pd treatment) to drain. Moreover, the nurse stated the infection was likely causing more fibrin (which causes pd effluent drain issues). Additionally, it was stated the patent mat undergo further evaluation for constipation (to include xray; kub) as a possible source for the reported drain issues. In a follow-up call, the patient¿s pd nurse stated the patient has been having long standing fibrin in the pd catheter (not a fresenius product) for which the patient was utilizing heparin (per standing orders) to mitigate drain issues. The nurse stated the patient continues to have intermittent slow drains during pd treatment with the cycler. The nurse indicated the patient had previous history of diarrhea which has made the patient non-adherent to taking colace to mitigate drain issues from constipation. The nurse reported the drain issues are suspected to be due to patient having constipation. The nurse stated the cycler is not suspected to be malfunctioning and states the cycler did not cause harm to the patient. In terms of the reported infection, the nurse confirmed the patient was diagnosed with peritonitis on 13/jun/2022. The nurse stated the patient¿s pd culture (obtained the same day) generated growth of the bacteria staphylococcus epidermis. The nurse stated the patient was being treated with vancomycin (1 gram intra-peritoneal (ip) for 2 weeks on an outpatient basis. The patient is reportedly recovering from the event and continues pd with the same cycler. The patient¿s nurse confirmed the patient did not any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to patient touch contamination during the pd exchange.